Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 activator switch would not shut off the energy. A new kit was used to complete the procedure. There were no pt effects. The lot number is unavailable, as the product was discarded.